Manufacturer narrative:
F.10. Device codes: corrected. It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation (a fib) using a farawave pfa catheter the patient experienced cardiac arrest. Ablations were performed on the pulmonary veins and the posterior wall and isolation was confirmed with post ablation mapping, but the patient's afib was still present. The procedure is considered off label as the farawave catheter is only indicated for pulmonary vein isolations to treat paroxysmal atrial fibrillation. Two cardioversion attempts were made but were deemed unsuccessful, so the patient was given 300 units of amiodarone over 4 minutes. At this time, paddles were used on the patient and shock was delivered and the patient did not have a wave form on the a line. A carotid pulse was not found and very little cardiac movement was visible through fluoroscopy so CPR was started at that time as the patient was declared to be in pulseless electrical activity (pea). Epinephrine was also administered and after 3 minutes the patient had a return of spontaneous circulation (rosc). After a further ten minutes the patient was once again in pea but rosc occurred in less than 2 minutes. A transthoracic echocardiogram (tte) was performed and found the patient's ejection fraction was only 10% and they had severe mitral valve regurgitation. A temporary impella pump was placed into the patient and they were transferred to the intensive care unit while still intubated. The following day the patient was said to be stabilizing and was being weened off of pressors but they remained intubated. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation (a fib) using a farawave pfa catheter the patient experienced cardiac arrest. Ablations were performed on the pulmonary veins and the posterior wall and isolation was confirmed with post ablation mapping, but the patient's afib was still present. The procedure is considered off label as the farawave catheter is only indicated for pulmonary vein isolations to treat paroxysmal atrial fibrillation. Two cardioversion attempts were made but were deemed unsuccessful, so the patient was given 300 units of amiodarone over 4 minutes. At this time, paddles were used on the patient and shock was delivered and the patient did not have a wave form on the a line. A carotid pulse was not found and very little cardiac movement was visible through fluoroscopy so CPR was started at that time as the patient was declared to be in pulseless electrical activity (pea). Epinephrine was also administered and after 3 minutes the patient had a return of spontaneous circulation (rosc). After a further ten minutes the patient was once again in pea but rosc occurred in less than 2 minutes. A transthoracic echocardiogram (tte) was performed and found the patient's ejection fraction was only 10% and they had severe mitral valve regurgitation. A temporary impella pump was placed into the patient and they were transferred to the intensive care unit while still intubated. The following day the patient was said to be stabilizing and was being weened off of pressors but they remained intubated. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.